Manufacturer narrative:
The insulin pump had an unresponsive escape button due to corroded keypad traces. The displacement test could not be performed and no display or audio anomaly could be tested due to the unresponsive button. No button error alarm was noted. The insulin pump had a cracked reservoir tube lip, a cracked case at a display window corner, a scratched keypad overlay, a scratched case, a scratched reservoir tube window, a stained end cap sticker and a scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. Customer did not recall if the device had been dropped or exposed to moisture. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.